Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, they tried to fire the device. The surgeon was able to press the green button and was able to squeeze the handle but the device was not able to be fired. No patient involvement.